Event description:
During the procedure, the surgeon stated that the mayfield skull clamp slipped. After the procedure was completed, a laceration was noted at the location of one of the mayfield skull clamp pins. The surgeon applied stitches to the laceration. The patient was taken to recovery. No other untoward patient effects. Integra would like to have the device returned for evaluation.